Event description:
A patient reported experiencing inaccurate erratic results with a meter. The patient's blood glucose results were 90mg/dl, 213mg/dl, 91mg/dl. Tests were done within 10 minutes with a difference of 55%. Paitent did not experience any adverse events. No further information has been reported.